Event description:
It was reported to philips that the fluoroscopy was cut off in the middle of the examination. The device was inside of clinical use at the time of the reported event, the patient was moved to another room. No harm was reported to philips, as per the field service engineer, it could be an arching problem. The field service engineer inspected the system onsite and after the adjustment of the x-ray tube, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows x-ray generator malfunction. Upon functional testing, fse found tube arching problem. The philips engineer cleaned the hv candle and readjusted the tube conditioning. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.